Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The peritonitis was later confirmed by the nurse. On an unreported date, the patient began remedial treatment with an unknown antibiotic. The event of peritonitis was resolving. It was unknown if dianeal pd4 ambuflex therapy was ongoing, however, remedial treatment with the unknown antibiotic was ongoing. The reporter did not provide an opinion of causality for the event of peritonitis.